Event description:
It was reported that the patient experienced inadequate pain relief following an indirect decompression (ID) implant procedure. The physician assessed that the patients pain was a result of the procedure in addition to pre-existing pain. The patient was administered an injection and is being monitored throughout the healing process.